Event description:
Boston scientific received information that this patient's home monitoring equipment detected high out-of-range (oor) shocking impedances for this patient's right ventricular (rv) lead. The patient was brought in an attempt to determine the reason for the high impedances, several troubleshooting techniques were tried, and there was never another oor reading. The physician believes this is a one time thing, and has no plans to intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.